Manufacturer narrative:
Continued: e1 (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported against the left side ¿patient has had discomfort in the left breast for about 3 months, with no history of trauma or signs of inflammation. Mother with breast cancer. Ultrasound showed rupture.¿ device remains implanted.

Event description:
Healthcare professional reported against the left side "patient has had discomfort in the left breast for about 3 months, with no history of trauma or signs of inflammation. Mother with breast cancer. Ultrasound showed rupture." Device has been explanted.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 06/07/2024.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported against the left side ¿patient has had discomfort in the left breast for about 3 months, with no history of trauma or signs of inflammation. Mother with breast cancer. Ultrasound showed rupture.¿ device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.